Event description:
It was reported that during insertion of the device, the radiologist experienced difficulty advancing the spring wire guide. He attempted to withdraw it through the introducer needle and in doing so, it began to unravel. A small piece of the wire guide separated and remained in the subcutaneous tissue. At presnet, there are no plans to remove the retained piece of wire which is located above the patient's elbow. There were no additional patient complications.